Event description:
A malfunction alarm, identified as malfunction 16, was reported. The impact on the customer's blood glucose level is unknown as the customer declined to answer whether it exceeded 500 mg/dl. Technical support assisted the customer in resetting the pump; however, the issue persisted, leading to the decision to replace the pump. No additional information was provided.